Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual inspection of the lead found two external insulation abrasion breaching the outer insulation and exposing the outer coil one proximal to the suture tie impression and the other insulation abrasion was distal to the suture tie impression. The cause of the external insulation abrasions is consistent with friction to the device can and friction to another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.